Event description:
Device #1 of 2. Reference MFR report#: 1627487-2014-26497. The patient has two leads implanted (from unknown lots) as part of his scs system, which was implanted in (B)(6). It was reported the patient was experiencing stimulation in the wrong area. The patient stated he is receiving stimulation in the neck and rib cage as opposed to the right ulna/arm area. The patient is also experiencing difficulty/recharging his ipg. The patient has tried different chargers to no avail. The patient's scs system was implanted in (B)(6). Surgical intervention is pending to address both issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.